Event description:
Procedure type: colectomy functional end to end anastomosis. According to the reporter: after the third firing was done the thin tissue could not be cut completely and it remained to be attached to the proximal part of sulu. By additional resection it was cut completely. New handle device was opened to complete the case by the 4th firing with no problem. No patient harm. The patient current status: good operating time not extended. Additional tissue resection: yes. Tissue damage: no. Nothing fell into the cavity. No bleeding. The device could be removed properly from the tissue.

Manufacturer narrative:
(B)(4).